Manufacturer narrative:
Investigation summary: it was reported that a female patient (116kg) underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and suffered cardiac tamponade requiring pericardiocentesis. During the transseptal phase, a pericardial effusion was confirmed by intracardiac echocardiography (ice). It was noted that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was suspected to be in the pericardium after the transseptal stick. Pericardiocentesis was performed to remove 100 ml of fluid from the pericardial space and a drainage bad was attached to the patient. The patient was reported to be in stable condition after pericardiocentesis was performed. A webster¿ electrophysiology catheter and a soundstar® eco diagnostic ultrasound catheter were inserted during the procedure and prior to transseptal (no problems detected). The adverse event was discovered during use of biosense webster, inc. Products. The physician¿s opinion on the case of the event was procedure related. The patient¿s outcome is fully recovered with no residual effects. The device was visually inspected, and it was found in good condition. The magnetic, and electrical features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 00001156 number, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient (116kg) underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and suffered cardiac tamponade requiring pericardiocentesis. During the transseptal phase, a pericardial effusion was confirmed by intracardiac echocardiography (ice). It was noted that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was suspected to be in the pericardium after the transseptal stick. Pericardiocentesis was performed to remove 100 ml of fluid from the pericardial space and a drainage bad was attached to the patient. The patient was reported to be in stable condition after pericardiocentesis was performed. A webster¿ electrophysiology catheter and a soundstar® eco diagnostic ultrasound catheter were inserted during the procedure and prior to transseptal (no problems detected). The adverse event was discovered during use of biosense webster, inc. Products. The physician¿s opinion on the case of the event was procedure related. The patient¿s outcome is fully recovered with no residual effects. Extended hospitalization was not required, patient only required an overnight stay. There were no error messages observed on any biosense webster, inc. Equipment. Transseptal puncture was performed with a st. Jude medical brk1 transseptal needle. Ablation was not performed prior to noting the pericardial effusion. There was no evidence of a steam pop. A thermocool® smart touch® sf catheter was used, and irrigation settings were set to the standards settings. Force visualization features used were graph, vector, and visitag. The visitag module was used with the following parameters: 3mm, 3sec, 25%, 3g, 3 tag size. No additional filters were used with the visitag module. Color option used prospectively was tag index. After completion of ablation the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was observed outside the geometry by physician and kept in place and was removed after ablation procedure. The procedure was continued using the thermocool® smart touch® sf catheter. Based on the provided information this event will be conservatively reported under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. On february 24, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that there was no visual damage or anomalies were observed.